Event description:
Healthcare professional reported intracapsular rupture and "siliconomes on left axillar ganglions" diagnosed via ultrasound. Of the left device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.